Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The minimum o2 was adjusted and the proportioning system was calibrated. The unit was returned to service.

Event description:
The hospital reported the minimum o2 was too low, the unit was able to deliver a hypoxic mix. There was no report of patient involvement.